Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported leakage was observed after catheter placement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One video of a groshong catheter was returned for evaluation. An initial visual observation of the video showed a portion of the catheter shaft and distal connector piece. The catheter was infused which revealed a leak in the catheter shaft near the oversleeve of the distal connector. No further details of the leak site were observed in the video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.